Event description:
Boston scientific received information that during a routine device change out, this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements with the chronic implantable defibrillation lead. The lead was removed from the device header and reconnected. Acceptable measurements were observed after reconnecting the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.